Event description:
It was reported that during a pulse field ablation (pfa) procedure for the treatment of atrial fibrillation, a faradrive steerable sheath clear was selected for use. During insertion of the ablation catheter into the sheath, the physician aspirated the sheath and observed air being withdrawn. The physician repeated the aspiration using a new syringe; however, additional air was observed and withdrawn. No fluid leakage was noted. Air was visible within the sheath system, including the flush line and syringe. No air was observed entering the patient. The sheath was replaced, and the procedure was successfully completed using another faradrive device. No patient complications occurred and the patient recovered fully.